Event description:
Customer's mother reported her son's insulin pump went into threshold suspend mode when customer was not low. Customer's sensor read 50 mg/dl, but customer's blood glucose level was 160 mg/dl. Customer is using proper sensor and site methods. He was advised to calibrate when his blood glucose is stable. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.